Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2013, the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2013. The device was interrogated prior to the patient leaving the office on (B)(6) 2013 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the settings back to efficacious settings. The settings were corrected on (B)(6) 2013. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.